Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they didn't think the device was working. They were up all night peeing and peeing in the bed. This had been going on probably the last 2-3 months. The patient had changed different settings on the device and it didn't seem to make any difference. The caller said it hurt all the time especially when in the car. The agent reviewed it was not supposed to be painful. The caller said it was not painful now they had gotten used to it. The patient didn't have a doctor, primary care doctor, or urologist. They wanted to send them to stanford. They were referred to a urologist there but didn't want to see them. The agent sent physician listings to the patient.